Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom sensor, including a period when the ilet was disconnected from the sensor and later reconnected, after which a fingerstick measured 201 mg/dl and subsequent readings reached 220 mg/dl; insulin delivery history showed insulin on board and no evidence of leakage or fill tubing issues, and the infusion site was reported dry with perceptible dosing. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, and user-managed care with fluids and ketone testing per plan. Investigation included review of algorithm history, connectivity guidance, system checks for leaks and tubing integrity, and user education and troubleshooting. Investigation of this case revealed no device malfunction detected and an undetermined cause of the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributing factors possibly related to temporary device disconnection and sensor-device distance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.